Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was unable to pull any medication from the fridge. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue. Initial reporter state - ab initial reporter zip - t6g 2b7

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, system was unable to pull any medication from the fridge. The customer reported that the malfunction occurred while trying to pull medication from the fridge resulted delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.